Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response from the #0, #1, and #2 keys , which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: intermittent.

Event description:
It was reported that a spectrum pump had a "bad keyboard". It was also reported there was no patient injury.